Event description:
It was reported that the right ventricular lead triggered a lead warning due to high impedance. It was also reported that the isometrics manipulation resulted in varying impedance measurement. Follow up information revealed that the impedance issue was due to a loose setscrew. The pocket was re-opened to tighten the lead. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.